Manufacturer narrative:
Unit had button error alarms and intermittent button response due to moisture damage on keypad traces. Pump received with minor scratched display window, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that there is a black circle on the display screen. Customer does not recall any significant events leading to the error. Customer's blood glucose was 212 mg/dl at the time of incident. Troubleshooting was done for button error and the battery was removed for thirty minutes and then reinserted but the error returned and the alarm could not be cleared.